Event description:
Customer called to report the pump frequently had an alarm. It stated that they were cleaning the house and not touching the pump when the alarm occurred. Troubleshooting was performed. Unit tested ok. It was stated that the device was not dropped, bumped, or exposed to moisture.